Manufacturer narrative:
Concomitant product(s): pred qid post op for 4 weeks; bid, and qd. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 61779. The reported events of high intraocular pressure and device migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: precautions; the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. Warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported at 9-week post op, iop was at 48 and xen retracted all the way back into the left eye (it was hanging down across the entire anterior chamber with about 1 mm lodged still in the angle). Patient was put on combigan bid and scheduled 2 days later for removal with trabeculectomy. The device has been explanted and trabeculectomy was performed.